Event description:
It was reported that "pads functioned upon initial shock with no results to patient status, on second shock pads would not monitor or shock the pt. It was stated that pt was believed already be expired prior to second attempt of defibrillation. Facility contact advised that it is believed that the event is not a direct result of pads not setting on second attempt, pt stated as already expired.

Manufacturer narrative:
The actual device has been returned to conmed corporation. This product was recently acquired by conmed from kimberly-clark. When the evaluation summary is received, a supplemental report will be filed.